Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient remotely via merlin.net transmission. Upon review, auto mode switch episodes were noted on the pacemaker. Far r-wave oversensing was suspected. Programming changes were discussed. No intervention was reported. The patient was stable throughout.